Event description:
It was reported that it was suspected the patient was not getting the medication from the pump. An (B)(6) study was performed; the results were unknown. The drug in the pump was baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).